Manufacturer narrative:
This report is submitted on may 24, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced skin breakdown behind the ear in (B)(6) 2018. The patient was treated with a topical antibiotic for a number of weeks. The site has reportedly since healed, as of (B)(6) 2018.